Event description:
Unsuccessful attempt at insertion of arterial line in left radial artery. On withdrawal of cahteter, it was noted that approximately .5 to .10 cm sheared off and palpatated subdermally. Left wrist x-ray was done and noted superficial foreign body near ventral service. Foreign body removed under local anesthesia with fluoroscopy by surgeon without complicaitonsdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.